Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2005. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2005 (as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine perforation ('perforation') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced procedural haemorrhage ("persistent bleeding at the site of the single tooth tenaculum, sutured") and complication of device insertion ("left tubal device was grasped and removed in its entirety"), 13 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal by laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, uterine perforation, dysmenorrhoea, menometrorrhagia, pelvic pain and dyspareunia outcome was unknown and the procedural haemorrhage and complication of device insertion had resolved. The reporter considered complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, menometrorrhagia, pelvic pain, procedural haemorrhage and uterine perforation to be related to essure (ess205). The reporter commented: discrepant insertion date: (B)(6) 2005 (lawyer record), (B)(6) 2005 (medical record). Discrepant removal dates: 2005, (B)(6) 2005 (lawyer record), removal of misplaced device on day of insertion: (B)(6) 2005 (medical record) and essure removal by laparoscopic-assisted vaginal hysterectomy (B)(6) 2007 (medical record). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2005: findings: 1. Normal intrauterine cavity and tubal ostia. 2. Normal pelvic exam. Procedure: the two tubal ostia were identified and the right tubal ostia was visualized and essure tubal occlusion. Device was placed into the tubal ostia and released and proper placement was demonstrated and attention was paid to the left. A similar procedure was performed on the left. However, greater than eight rings were visualized in the endometrial cavity. The hysteroscope was then switched to an operative hysteroscope of 10 mm in size from the original size. The grasping forceps were introduced to the operating channel and the remaining tubal device was grasped and removed in its entirety. The grasping forceps were removed and a second essure device was placed into the tube without any complications. The device was released. Proper placement was demonstrated and the hysteroscope was removed. Upon removal of the vaginal instruments, the cervix was noted to have persistent bleeding at the site of the single tooth tenaculum which was sutured with 3-0 vicryl suture for hemostasis. Hemostasis was checked for and achieved. Laparoscopy - on (B)(6) 2007: normal uterus, tubes and ovaries noted. No evidence of endometriosis found. Procedure: laparoscopic-assisted vaginal hysterectomy. Events extracted from medical records: complication of device insertion. Procedural haemorrhage. Dysmenorrhea. Menometrorrhagia. Chronic pelvic pain. Dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine perforation ('perforation') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced procedural haemorrhage ("persistent bleeding at the site of the single tooth tenaculum, sutured") and complication of device insertion ("left tubal device was grasped and removed in its entirety"), 13 days after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal by laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, uterine perforation, dysmenorrhoea, menometrorrhagia, pelvic pain and dyspareunia outcome was unknown and the procedural haemorrhage and complication of device insertion had resolved. The reporter considered complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, menometrorrhagia, pelvic pain, procedural haemorrhage and uterine perforation to be related to essure (ess205). The reporter commented: discrepant insertion date: (B)(6) 2005 (lawyer record), (B)(6) 2005 (medical record). Discrepant removal dates: (B)(6) 2005 (lawyer record), removal of misplaced device on day of insertion: (B)(6) 2005 (medical record) and essure removal by laparoscopic-assisted vaginal hysterectomy (B)(6) 2007 (medical record). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2005: findings: 1. Normal intrauterine cavity and tubal ostia. 2. Normal pelvic exam. Procedure: the two tubal ostia were identified and the right tubal ostia was visualized and essure tubal occlusion device was placed into the tubal ostia and released and proper placement was demonstrated and attention was paid to the left. A similar procedure was performed on the left. However, greater than eight rings were visualized in the endometrial cavity. The hysteroscope was then switched to an operative hysteroscope of 10 mm in size from the original size. The grasping forceps were introduced to the operating channel and the remaining tubal device was grasped and removed in its entirety. The grasping forceps were removed and a second essure device was placed into the tube without any complications. The device was released. Proper placement was demonstrated and the hysteroscope was removed. Upon removal of the vaginal instruments, the cervix was noted to have persistent bleeding at the site of the single tooth tenaculum which was sutured with 3-0 vicryl suture for hemostasis. Hemostasis was checked for and achieved. Laparoscopy - on (B)(6) 2007: normal uterus, tubes and ovaries noted. No evidence of endometriosis found. Procedure: laparoscopic-assisted vaginal hysterectomy. Events extracted from medical records: complication of device insertion. Procedural haemorrhage. Dysmenorrhea. Menometrorrhagia. Chronic pelvic pain. Dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: due to internal review, the essure removal date was amended (from medical records). Events added: complication of device insertion (1 device). Procedural haemorrhage. Dysmenorrhea. Menometrorrhagia. Chronic pelvic pain. Dyspareunia. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2005. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.